Event description:
The customer reported that during reprocessing of the subject device, the ¿sac tube¿ could not complete water injection, and it was suspected the tube was clogged. There was no patient or procedure involvement.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm the reported clogged tube. Service found the bending cover was loose, there was a black dot on the image guide bundle, and the insertion tube was slightly scratched. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.